Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient passed away. The cause of death was reported to be peritonitis. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was hospitalized for the event. Treatment and outcome for the event was not reported. Action taken with pd therapy was not reported. Additional information was requested, but is not available. This is report 3 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter cassette. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).